Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast augmentation. According to the reporter: the pt experienced wound dehiscence 24 hours later. There is no further info available about this event. No reported pt injury or residual ill-effects. This report is being filed retroactively as sales rep was informed of the info from the surgeon during a meeting with the account on (B)(6) 2009. The pt was resutured.